Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the unit and unit components identified no issues. The device was filled with water and inflated. No air or water leaks were noted. No issues were noted during inflation, however, when the device reached 26 atms the needle returned to 0 atms immediately. This occurred during several inflation attempts. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a leak occurred. The target lesion was located in a moderately tortuous shunt. The encore 26 inflation device leaked air and water. No patient complications were reported and the patient's status is good. However; analysis of the encore 26 inflation device identified gauge inaccuracies.